Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported four to five tampons from every box over the past year fell apart upon removal. She manually removed the pledget pieces from her vaginal cavity and did not seek medical attention. She did not experience any adverse health effects.